Event description:
Per complaint (B)(4), patient experienced lack of primary stability.

Manufacturer narrative:
During the re-evaluation of this complaint it was determined that this complaint is non reportable.